Manufacturer narrative:
The instructions for use of this device states: the locking screw packaged with the radial head must be installed and fully tightened to fix the radial head to the radial stem. If the locking screw is not attached and/or fully secured, the radial head may loosen and/or disconnect from the radial stem, causing soft tissue irritation and/or device failure. This is a common cause of failure in radial head cases. The locking screw and radial head were both inspected and found to be within specification. However, the returned device is currently undergoing further testing, and a conclusion has yet to be determined.

Event description:
Radial head locking screw loosened. The locking screw was replaced successfully, and there are no reports of further complications.